Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: ne u_unknown_lead, lot# serial# unknown, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was going to have their device explanted the day of the report as it was uncomfortable. The neurosurgeon planned to remove the stimulator but leave the leads in place. It was further stated that the explant was scheduled for a later date. No diagnostics were done. The patient had discontinued therapy. Additional information was requested, if received, a follow up report will be sent.